Event description:
On (B)(6) 2011, risk management was notified of a removal of a penile prosthesis due to eroding through the skin. On (B)(6) 2011, pt presented to the hospital for surgery of removal and new placement of prosthesis. It is documented of prosthetic infection and irrigation of site during surgery. Pt was discharged home the same day in similar functioning capacity as presented. Device saved for risk management and co has requested device be returned.